Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the inner shield of the bd microfine¿ + pen needle could not be detached before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to detach the inner shield. According to the user's report, the purple inner shield could not be detached before use... It has not been reported that the patient has a reduced finger function for manipulative techniques."